Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that the pyxis refrigerator's door could not be opened because the user was unaware of its functionality. The technical support specialist reached out to the customer, and it was confirmed from the customer's end that the issue had been resolved. The serial number, UDI and manufacturing date details were kept blank since the given asset information was found to be 'es s/w only server'. The system functioned as intended after the technical support specialis troubleshooted the device.

Event description:
It was reported by the customer that a pyxis medstation es system experienced a problem in which the user could log into the system but was unable to access the required medication from the refrigerator. The customer confirmed that there was no delay in patient care or harm to the patient. There were no adverse events or injuries reported based on this event.